Event description:
A us distributor contacted zoll to report that a patient was experiencing "add gel/replace belt" messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem ("add gel/replace belt" messages) has been confirmed. Upon investigation the electrode belt dn to rear cable severed, all wires cut. The root cause for the cut wires was physical abuse. No adverse event resulted from the damaged belt.